Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace. The sensitivity was lowered and sensing polarity was changed, but it did not resolve the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).